Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The viperwire guide wire tip fractured during treatment to the distal side of the left anterior descending (lad) artery. The target lesions were located in the mid to distal area of the lad. They were severely calcified, and moderately tortuous, with 80% stenosis and a reference diameter of 3.0mm in the mid lad section and 2.5mm in the distal section. The guide wire was advanced to the distal apex side of the lad, and the orbital atherectomy device (oad) was operated on low speed for two treatments in the mid lad and then moved distally to treat the distal lad lesion. The oad was operated once on low speed and the guide wire was observed to have moved backward after treatment. The guide wire was re-positioned to the distal apex area and the oad was operated on low speed for a second treatment when the guide wire moved backward again and fractured. The fragment remained in vivo. There were no additional patient complications reported.